Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and oversensing of noisy signals. The lead delivered inappropriate anti-tachycardia pacing (atp) as a result of the oversensing. The patient was evaluated in-office. The noise was able to be reproduced by touching near the pocket of the device. Device therapy was turned off to prevent any further inappropriate therapy. The patient will be hospitalized for system revision. The lead remains in use. No additional adverse patient effects were reported additional information indicates the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis as the lead remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and oversensing of noisy signals. The lead delivered inappropriate anti-tachycardia pacing (atp) as a result of the oversensing. The patient was evaluated in-office. The noise was able to be reproduced by touching near the pocket of the device. Device therapy was turned off to prevent any further inappropriate therapy. The patient will be hospitalized for system revision. The lead remains in use. No additional adverse patient effects were reported additional information indicates the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.